Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient stated that he couldn¿t charge ins before and was directed to healthcare professional to addressed possible overdischarge (od) during the call. Patient said he met with representative at doctor¿s office and she restarted his stimulator, and the patient was able to charge his stimulator now. No further complication and no symptoms were reported.for information pertaining to pp does not power up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was charging too often and had poor communication with the ins. The patient stated that the ins would not take a charge and showed a reposition antenna screen. The patient said they had been trying to charge for a month and the last time they tried to charge was a week ago but it was unsuccessful and also tried again on the day of the report. The patient also reported that, for the last 3-4 months, they charge the ins and 2 days later it goes down again. The battery depleted even when the patient had not used it and the patient thought they got a defective battery. The patient stated that with their older ins the charge lasted the whole month and they noticed that they have to charge a lot more than the older ins; the current ins had to be charged every time it was used. It was reviewed that the previous ins was a different model and was a bigger ins. The patient was directed to their healthcare professional to check parameters to calculate what was considered a normal charging frequency for the patient's settings and usage. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to charging the neurostimulator (ins) more often, battery going down after 2 days and the inability to charge was that he had more things running that he didn¿t use. The patient reported that he got a hold of a manufacturer¿s representative (rep). The patient reported that the issues were resolved. No further complications were reported.